Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned device found no visible device issue, nor jammed condition or evidence of its occurrence. The mating attachment was not returned. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> 1) quantity manufactured: (B)(6) 2) date of manufacture: 17th april 2019 3) any anomalies or deviations identified in DHR: no 4) expiry date: n/a (non sterile parts) 5) IFU reference: IFU-w90966 device history batch ==> 1) quantity manufactured: (B)(6) 2) date of manufacture: 17th april 2019 3) any anomalies or deviations identified in DHR: no 4) expiry date: n/a (non sterile parts) 5) IFU reference: IFU-w90966 corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively, the central drill was introduced with the peg drill (7.5mm) over the already lying k-wire and the central drill channel was prepared. When the drill was removed, the central k-wire jammed in the drill and could no longer be removed. The drill and k-wire were removed from the patient without leaving any remnants. The rest of the surgical procedure proceeded as planned. No prolongation of the surgery time, no patient harm.